Event description:
A colonic ftrd set (cftrd), was used for an endoscopic full thickness resection in the rectum. While turning the handwheel the physician mistakenly assumed that the clip has been successfully applied. The subsequent resection was performed without clip application verification beforehand. For the perforation surgical closure was needed. As reported to us the patient recovered uneventfully.

Manufacturer narrative:
The product was returned to us and a technical analysis was performed. The clip deployment test was carried out without any problems and the examination of the device cap and clip did not reveal any deviations that would indicate an impairment of the forward movement of the clip. None of the dmrs showed any deviation. In summary, there is no indication of technical failure of the device. The risk of causing a perforation is indicated in the instruction of use and is addressed in the user trainings we perform. It is recommended to verify successful clip application before resection the target tissue. Note: this report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.